Event description:
It was reported the programmer wand cord is frayed and the silicone is missing. The programmer wand was returned for replacement. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head cable is damaged (torn). Analysis also found the label back coating (silicone) is missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2090 programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.